Event description:
It was reported that this left ventricular (lv) lead exhibited lead fracture. Patient has a narrow qualitative reference standards and is programmed to right ventricular only. Physician is not intervening on lv lead and monitoring. Boston scientific technical services (ts) discussed that extending atrioventricular (av) delays is the only option. Health care professional (hcp) states patient av delay was set. This lv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.